Event description:
The account stated that the celldyn 4000 analyzer generated a hemoblobin (hcb) result of 16.4 g/dl and a hematocrit (hct) result of 51.4%. The result was questioned by the physician as the patient's hgb had been 8 g/dl in his office. The sample was repeated and the hgb was 8.18 g/dl and the hct was 23.8%. At the time initial result was questioned the patient was receiving a transfusion. The transfusion was stopped until the repeat result was generated. The transfusion was then resumed. No adverse impact to the patient was reported.